Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the distal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that the portion of the lead with the serial number had been cut off. (B)(4).

Event description:
It was reported that a lead segment without serial number identification was returned to the manufacturer where it subsequently tested out of specification. In the absence of a serial number, it is not feasible to obtain more specific information on the product. No patient complications have been reported as a result of this event.